Event description:
At the t2 recon nail surgery, while inserting the step drill for lag screw over guide pin, the tip of the step drill caught the guide pin and could not drill. The surgeon used solid type step drill and completed the operation.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.